Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results within the risk stratification range generated by the access 2 immunoassay system on two patients' samples. The laboratory policy is to repeat any sample >0.04ng/ml for accutni. Subsequent testing on an alternate instrument produced lower results within the normal reference range. The erroneous results were reported outside of the laboratory. There was no report of patient injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc was recovering +/- 2sd from the established mean prior to and on the day of the event. System check dated (B)(6) 2011 passed within established specifications. A field service engineer (fse) went on-site (B)(6) 2011 and performed a preventive maintenance (pm) which was due and completed hardware modification, replaced the perturbing to the vacuum jar and vacuum pump and performed some additional repairs. Repairs were verified per established procedures and results met published performance specifications. A clear root cause for this event could not be determined. This MDR documents the patients' samples tested on (B)(6) 2011 at this customer's laboratory. MDR#2122870-2011-04936 has been submitted to document the patient samples tested on (B)(6) 2011.